Manufacturer narrative:
H.6. Investigation: one infusion bag was received and evaluated by our quality team. Upon inspecting the infusion bag, a crack on the rubber stopper was identified. No samples of the 515310 infusion adapter were provided for evaluation. A device history review was performed for lot 1712103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the investigation results, it was determined the leakage occurred as a result of the crack on the stopper of the infusion bag, no issue related to the adapter could be identified.

Event description:
It was reported that the infusion adapter c100j experienced leakage during use. The following information was provided by the initial reporter: hcp prepared ifosfamide after taken the infusion away. Then leakage was confirmed when giving to a infant patient. C100j was disconnected and disposed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the infusion adapter c100j experienced leakage during use. The following information was provided by the initial reporter: hcp prepared ifosfamide after taken the infusion away. Then leakage was confirmed when giving to a infant patient. C100j was disconnected and disposed.